Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The report of lead fracture was not confirmed. Analysis of the lead found it was in good condition and it passed end to end continuity and inter-channel continuity testing.

Event description:
Related manufacturer reference number 1627487-2019-14302, 1627487-2020-00681, 1627487-2020-00682. It was reported that patients leads got fractured. As a result, patient underwent surgical intervention wherein all the leads were explanted. Analysis of the explanted leads found that only 2 out of the 3 leads were fractured, and the lead with sn: (B)(4), was not fractured.